Event description:
In 2007, it was reported to bsc that during an esophagogastroduodenoscopy (egd), (patient gender and age unk), "the fixed wire portion of the balloon perforated the folds of the stomach." It was reported the physician repaired the preforation with metal clips. The procedure was successfully completed with another bsc cre balloon dilitation catheter. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.